Manufacturer narrative:
According to the customer, she reported experiencing a severe reaction after using the adhesive pad, including cellulitis and large, bloody, cracked blisters in the area where the pad had been applied. She stated that she had recently given birth and later underwent a tubal ligation surgery. The customer reported that after placing one of the adhesive pads over her surgical site, the area became infected, which required hospitalization. She stated that she nearly became septic as a result. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, she reported experiencing a severe reaction after using the adhesive pad, including cellulitis and large, bloody, cracked blisters in the area where the pad had been applied. She stated that she had recently given birth and later underwent a tubal ligation surgery. The customer reported that after placing one of the adhesive pads over her surgical site, the area became infected, which required hospitalization. She stated that she nearly became septic as a result.